Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas (left ventricular assist system) and the reported worsening right ventricular function could not be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The controller event log file contained events spanning from 16dec2023 to 18dec2023. Low flow alarms were recorded on throughout the log file due to the estimated pump flow hovering around the low flow threshold of 2.5 lpm (liters per minute) for intermittent periods of time. No other notable alarms or unusual events were captured, and the pump operated as intended at the set speed. Multiple attempts for additional information were sent to the account; however, no further information has been communicated at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low flow alarms and recently had their left ventricular assist device speed decreased from 5400 rpm to 5200 rpm. The patient was also reported to likely have worsening right ventricular function. Log files were submitted for review. Log files captured low flow events between (B)(6) 2023. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory system (mcs) equipment issues causing these events. The low flow events appeared to be patient related issues and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.

Manufacturer narrative:
Section a: patient gender and weight were not provided and are being requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.